Event description:
A caller reported receiving a minimum fill notification while attempting to load a new cartridge into their insulin pump. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue and resumed insulin delivery.